Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had cracked and bleeding display glass. No missing segments could be confirmed due to the physical damage.

Event description:
It was reported that the insulin pump had a broken liquid crystal display. The caller did not know the blood glucose reading. Advised return of the insulin pump for analysis. Nothing further reported.